Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patients nurse described the area as a red and aggravated stage 3 open wound. There was no alleged device malfunction contributing to the irritation. The patients nurse advised they are in the hospital and getting medical attention for the wound but did not indicate specifically how the patient was being treated. The outcome of the irritation is unknown as follow up attempts were unsuccessful.